Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb charging cable. There was no adverse impact to the customer's blood glucose level. Problem was resolved by using a non-tandem wall adapter and charging cable, after which the pump began charging. Technical support informed the caller that non-tandem charging supplies are only recommended for troubleshooting and would send a replacement tandem wall adapter and charging cable.